Event description:
Allegedly pin broke.

Manufacturer narrative:
This is a reportable malfunction. The investigation is not complete. Trends will be evaluated. To date, no revision date has been reported. This report will be updated when the investigation is complete.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for item/lot. The product was not returned. Evidence that product in specification when used.